Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product, hard and little red bumps , capsular contracture baker grade unknown.

Event description:
Patient reported right side "exchange from textured to smooth implants due to the patient's concern with the product, hard and little red bumps." Physician reported an exchange from textured to smooth breast implants due to the patient¿s concern with the product and a capsular contracture baker grade unknown. The device has been explanted and replaced.